Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The compromised force sensor system alarm occurred during the basic occlusion test due to protruded/loose drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an error alarm during the manual prime. The drive support cap was noted to be loose. No further information reported.